Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that hcp asked for a company representative to present at removal surgery on the day of this call. The reason for removal was that hcp believed the indication wasn't there for the device to be implanted in the first place. Hcp stated the patient did not know why it was implanted and was told it was for their irritable bowel. The patient had not used the therapy. They did not have good training and the implantable neurostimulator had been bothering them. They do not like having the device in any longer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.